Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. The investigation showed that cleaning fluid intruded into the c-arm beam cover which caused a proximity signal. By design, using overwrite mode only slows c-arm movements in order to move out of the collision zone. In general, the c-arm covers are equipped with a sealing system which prevents fluid from intruding into the c-arm. In the given case, this sealing had been damaged previously. The sealing cord shows small gaps and several cover damages/scratches caused by external influence. As an interim measure, the technician dried the system from the fluid intruded and informed the customer to avoid using too much cleaning fluid until exchange of the affected part. The system cover has been exchanged on site and the system works as specified. No systematic failure has been recognized. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis pheno system. During a procedure, the user reported a collision of the detector. There is no report of impact to the state of health of the patient involved.